Event description:
It was reported that syringe 60ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: "when inspecting 50 ml syringes luer lok there was 1 syringe with a particle found.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/10/2020. H.6. Investigation: one sample was received; it came in a sealed packaging blister. The packaging blister has a black circle marked towards the bottom right corner. There is no foreign matter in the marked area. The packaging blister was inspected with a 10x magnifier lens not finding any foreign matter or any other defect; after that, the packaging blister was opened, looked for any black foreign matter, not finding any. Two photos were provided, showing the packaging blister with the area circled and a black foreign matter particle in the center of the circle. Without a foreign matter, it is impossible to offer a potential root cause. At the same time, the photos show a black fm particle in the right bottom part of the packaging blister, around the area where the sealing is, it was not found on the sample received. Based on the sample analysis, the symptom reported by the customer was not confirmed; however, the photos provided show a black foreign matter particle. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 60ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: "when inspecting 50 ml syringes luer lok there was 1 syringe with a particle found."